Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: visual inspection found captor valve torn which is assumed to be the root cause of this event. Based on what is reported and the results of the investigation unknown how and when the disk was torn, however this tearing of discs most likely happened somewhere during the procedure. Internal actions have been initiated. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the user attempted to flush the device as directed by IFU but could not remove air from the device due to large amount of flushing fluid leakage from the hemostatic valve. He then pressed the valve and managed to make a little fluid out from the sheath tip and used it for the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.